Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was confirmed the that uninterruptible power supply (ups) batteries were not holding a sufficient charge to power the system when unplugged from outlet power. The mobile view station (mvs) powered down immediately when the line power cable was removed from the wall outlet. The batteries were replaced and the issue was resolved. Return of the batteries was requested but is not expected since they were discarded on-site. A full imaging system check-out was completed following battery replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A site representative reported that the imaging system batteries were no longer holding a charge. It was reported that the mobile view station (mvs) batteries were consistently too low to power the system. This was reported outside of any patient involvement. No additional details were provided.